Manufacturer narrative:
There was no patient present when this issue was identified. Event problem and evaluation: on 3-nov-2014, a medtronic representative went to the site and repaired the system. The imaging system installation was completed upon replacing parts and found to be fully functional. The following part was returned to the manufacturer with functional problems that directly caused the reported event: the ht controller pcb (pcba) was returned for analysis and an electrical failure mode was found. Confirmed reported problem ¿board keeps beeping." The ht controller board was defective; the following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found: the atp console pcba was returned to for analysis; however, unable to confirm reported problem ¿board keeps beeping.¿ the atp board was installed in a similar imaging system and ran without any issues. No problem found. The reported problem was due to a defective ht controller board received along with this board; the relay (7 amps dc 0-500 vdc) was returned for analysis. The relay worked as expected. No problem found; the varistor (mtl oxid 20mm 560vdc) was returned for analysis. The varistor worked as expected. No problem found. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during installation of the imaging system at the site, the system was beeping and could not ¿expose.¿ there was no report of smells or burning. No additional information was provided.

Manufacturer narrative:
Added device serial number.